Event description:
It was reported that there was a patient listed as status 3 for transplant and planned for axillary impella 5.5 support. It was reported that the purge door stuck of the automated impella controller and was unable to open. Swapped to back up console. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
After evaluation, the complaint does not meet the criteria for MDR reportability as defined by 21 cfr 803.50. The issue will be tracked and trended internally. A regulatory report is no longer necessary.